Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), arthralgia ("knee pain"), pain in extremity ("right leg pain"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (laparoscopy with bilateral robotic salpingectomy and corneal resection and repair t). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, arthralgia, pain in extremity, anxiety and depression outcome was unknown. The reporter considered anxiety, arthralgia, depression, dysmenorrhoea, menorrhagia, pain in extremity and pelvic pain to be related to essure. The reporter commented: she sought treatment on multiple occasions for these symptoms. Because of the requirement to undergo this surgery with removal of the essure devices plaintiff will be left with serious injuries. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginitis, bacterial vaginosis and vaginal odor. Concurrent conditions included blood pressure high. Concomitant products included lisinopril since 2007. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), arthralgia ("knee pain"), pain in extremity ("right leg pain"), vaginal haemorrhage ("abnormal bleeding(vaginal/ bleeding") and rash ("rashes or skin conditions type: inner thigh rash"), 3 months 16 days after insertion of essure. On an unknown date, the patient experienced anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (laparoscopy with bilateral robotic salpingectomy and corneal resection and repair t). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, arthralgia, pain in extremity, anxiety, depression, vaginal haemorrhage and rash outcome was unknown. The reporter considered anxiety, arthralgia, depression, dysmenorrhoea, menorrhagia, pain in extremity, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment on multiple occasions for these symptoms. Because of the requirement to undergo this surgery with removal of the essure devices plaintiff will be left with serious injuries diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Tubes were 100% blocked. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: new pfs received- new events added: abnormal bleeding(vaginal,rashes or skin conditions type: inner thigh rash, were added. New reporter, concomitant and historical conditions were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), arthralgia ("knee pain"), pain in extremity ("right leg pain"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (laparoscopy with bilateral robotic salpingectomy and corneal resection and repair t). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, arthralgia, pain in extremity, anxiety and depression outcome was unknown. The reporter considered anxiety, arthralgia, depression, dysmenorrhoea, menorrhagia, pain in extremity and pelvic pain to be related to essure. The reporter commented: she sought treatment on multiple occasions for these symptoms. Because of the requirement to undergo this surgery with removal of the essure devices plaintiff will be left with serious injuries. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.